Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department noting persistent pain in their upper chest, radiating down their left arm. The patient believed this was related to receiving shocks from their implantable cardioverter defibrillator (ICD). Upon interrogation, it was noted the patient had six episodes of non-sustained ventricular tachycardia, none of which were treated by the device. The device was functioning as intended. The patient was hospitalized and defibrillation therapies programmed off due to patient fear of being shocked in the future. The device remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.